Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 750 mg/dl. Customer had symptom of high blood glucose; customer could not breathe. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed but was not able to complete high pressure test. Customer would call back when in receipt of tubing clamp in order to complete high pressure test.